Event description:
Cre pro dilation balloon found to be leaking during attempt to inflate. New balloon opened and used for dilation. Affected product collected and retained for follow up. Site notified mfg rep [manufacturing representative] by email on [date redacted]. Manufacturer response for balloon dilatation catheter, cre pro esophageal/colonic/ biliary 240 cm wireguided balloon dilatation catheter (per site reporter).